Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -5.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with back up lens on (B)(6) 2023 from patient's right eye (od) due to lens being implanted upside down.there was patient contact with no patient injury.this resolved the problem. Cause of the event is reported as unknown.